Manufacturer narrative:
(B)(4). (B)(6). Reserve sample was evaluated and the reported event was not confirmed. No unusual behavior during mixing, handling or setting was observed under standard conditions. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed and therefore root cause of the reported event cannot be determined; however, the behavior of cement is dependent on both storage and surgical theatre temperature. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the customer is experiencing big variations in handling time of the bone cement. The reported delay is 16 minutes and no patient injury has been reported

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that an increase of polymerization time was recorded with hardening time after 16 minutes.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The actual device was returned but due to the condition of the product, it was not possible to make a detailed and deep analysis on the actual device. A sample of the same lot number have been analyzed. The product did not show any unusual behavior during mixing, handling or setting. The reported behavior of the cement could not be reproduced with the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.